Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 230 mg/dl. Customer alleged the pump was not working and was cause of elevated bg. Contact declined tandem technical support's offer to perform a pump system check. Customer reverted to using manual injections for insulin delivery.